Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, three xience v stents were successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized due to chest pain. Medications were provided. Per angiography, on (B)(6) 2016, the 2.75x28mm xience v stent was noted to be 30-40% stenosed, in or within 5mm. There was no reported stenosis in any other stent. Additionally, 80-85% stenosis was noted in the left circumflex (lcx) coronary artery and 85-90% stenosis was noted at the posterior descending branch coronary artery. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.